Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the lip seal of the motor device was worn and was leaking oil from the swivel area, the set screw was loose, there was a cut in the hose near the muffler area. It was further determined that the device failed pretest for hose verification, loctite ¿ modified set screw assessment, and oil leak. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the motor device had a hole in the hose. During service and evaluation, it was determined that the lip seal of the motor device was worn and was leaking oil from the swivel area. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.